Manufacturer narrative:
A philips remote service engineer (rse) reported that the customer stated that during set up, the device had alarmed (proximal pressure sensor autozero failed). The customer noted that error code 110b was documented in the event log. The customer requested and was provided with the part number for a replacement gas delivery system. The biomedical engineer reported that the gdu board was reseated to resolve the issue. The device was returned to service.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, that reported that their v60 ventilator displayed a proximal pressure sensor autozero failed alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.